Manufacturer narrative:
The device history record (DHR) for unit nkhe1-9pdn3 corresponding to complaint reference number (B)(4), has been reviewed for compliance with established device master record (dmr), including certificates of conformance for patient contact materials. Examination of device records determined no discrepancies or instances of non-conformity that could have caused or contributed to the reported event. The cam product instructions for use (IFU) lists skin irritation and allergic skin reactions as potential risks associated with device use. The IFU instructs patients to remove the cam immediately and contact their physician if irritation such as redness, severe itching, or allergic symptoms develop.

Event description:
Original complaint (from (B)(4): "the pt states the device caused him to turn red/ he states he is allergic to nickel." Additional information: the patient reported a known allergy to nickel and stated that use of the device resulted in skin reactions including redness, burning, and itching. The patient further reported that the reaction spread across the chest and abdomen. The patient sought medical attention in the emergency room, where he reported receiving an unspecified injection, as well as treatment with hydroxyzine and naproxen. Additional attempts were made to identify the injected medication; however, these efforts were unsuccessful. Prior complaint (B)(4) involved the same cam ID and institution. Two attempts were made at that time to obtain additional information about the reaction and treatment with no response. No additional information was obtained at that time.